Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician noticed a lot of bleed back from sheath. It seemed as though the sheath valve was damaged. They replaced the sheath and continued the procedure successfully. No patient complications occurred. The device is expected to be returned.